Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It as reported that multiple occlusion alarms occurred. Reportedly, the customer changed the infusion set after the alarms, but the occlusion alarms reoccurred. Blood glucose was 120 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.